Event description:
It was reported via merlin.net that several incidents of non sustained lead noise were detected. The nonsustained lead noise episodes were caused by intermittent atrial undersensing, which also led to functional loss of ventricular capture. Programming changes were recommended.